Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coil had migrated out of her fallopian tube / malposition of essure device sideways instead of up and down"), vaginal haemorrhage ("abnormal vaginal bleeding / abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding menorrhagia") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and alopecia ("hair loss / hair loss"). In (B)(6) 2014, the patient experienced adnexa uteri pain ("right side ovary pain"). In (B)(6) 2014, the patient experienced emotional disorder ("hormonal changes / hormonal changes: emotional"). In (B)(6) 2014, the patient experienced dysgeusia ("metal taste in her mouth / metal taste in mouth"), fatigue ("fatigue / fatigue"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced weight increased ("weight gain / weight gain"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced migraine ("migraines / migraines"), micturition urgency ("bladder or urinary problem: urgency to urinate and inability to control") and headache ("headaches"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems") and anxiety ("anxiety"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2016, 3 years 4 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced back pain ("back pain / back pain"), gingivitis ("gum infections"), abdominal pain lower ("cramping"), bladder disorder ("bladder or urinary problem") and depression ("depression"). The patient was treated with surgery (partial hysterectomy, hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, alopecia, gingivitis, dyspareunia, fatigue, bladder disorder, micturition urgency, depression, procedural pain and anxiety was resolving and the vaginal haemorrhage, emotional disorder, back pain, dysgeusia, migraine, abdominal pain lower, weight increased, female sexual dysfunction, nausea, dysmenorrhoea, vaginal discharge, tooth disorder and adnexa uteri pain had resolved. The reporter considered abdominal pain lower, adnexa uteri pain, alopecia, anxiety, back pain, bladder disorder, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, female sexual dysfunction, gingivitis, headache, menorrhagia, micturition urgency, migraine, nausea, procedural pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes in (B)(6) 2014, plaintiff underwent an ultrasound that confirmed her right essure coil had migrated out of her fallopian tube. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet was received events added from pfs- hormonal changes: emotional, abnormal bleeding menorrhagia, apareunia (inability to have sexual intercourse), headaches, urgency to urinate and inability to control, nausea, dysmenorrhea (cramping), vaginal discharge, dental problems, anxiety, right side ovary pain and pain, abnormal vaginal bleeding, malposition of essure device sideways instead of up and down, migraines, metal taste in mouth. Reporter information added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coil had migrated out of her fallopian tube") and vaginal haemorrhage ("abnormal vaginal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), alopecia ("hair loss"), back pain ("back pain"), dysgeusia ("metal taste in her mouth"), gingivitis ("gum infections"), dyspareunia ("pain during intercourse"), migraine ("migraines"), abdominal pain lower ("cramping"), fatigue ("fatigue"), weight increased ("weight gain"), bladder disorder ("bladder or urinary problem"), urinary tract disorder ("bladder or urinary problem"), depression ("depression") and pelvic pain ("severe pelvic pain"). The patient was treated with surgery (partial hysterectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the device dislocation, vaginal haemorrhage, hormone level abnormal, alopecia, back pain, dysgeusia, gingivitis, dyspareunia, migraine, abdominal pain lower, fatigue, weight increased, bladder disorder, urinary tract disorder, depression, procedural pain and pelvic pain was resolving. The reporter considered abdominal pain lower, alopecia, back pain, bladder disorder, depression, device dislocation, dysgeusia, dyspareunia, fatigue, gingivitis, hormone level abnormal, migraine, pelvic pain, procedural pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes in (B)(6) 2014, plaintiff underwent an ultrasound that confirmed her right essure coil had migrated out of her fallopian tube. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.